Event description:
Caller states the patient tested >8.0 inr on the coaguchek s system and 6.01 inr on a comparison lab. Coumadin adjusted based on lab result. No adverse event reported. Requested return of suspect system; however, strips unavailable for return. Replacement was sent.